Event description:
This lead was implanted on (B)(6) 2011 and is still in active use. This lead experienced loss of capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), il. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).